Manufacturer narrative:
(B)(4). Additional information: the complaint indicated that the packaging was torn. The ats45 tyvek lid was visually examined and tyvek delamination was confirmed. Tyvek tore and stuck to the blister when package was opened due to tyvek delamination (separation of tyvek layers.) Tyvek delamination makes it difficult to remove the device from the package using sterile technique. The package blister was fine with no defects and there was evidence of seal transfer from the tyvek to the blister flange on the entire circumference of the blister. The package had been sealed and intact until the attempt was made to open it and the tyvek ripped while peeling the package open. Complaint is confirmed for class 2 tyvek delamination only.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: what part of the packaging was torn? Yes. Was sterility compromised as a result of the tear? Yes.

Event description:
It was reported that during an unknown procedure, the packaging was torn. It is unknown how the case was completed. There were no patient consequences reported.